Event description:
Pt was having the following procedure: transforaminal interbody fusion at l4-5. During procedure while preparing the disc space for hardware placement, #15 knife blade had broken in half. Unable to retrieve it, the hardware was placed and the pt was immediately transferred to the local hospital where she was re-opened by anterior approach later that same evening.